Manufacturer narrative:
Db2: additional pro code selection that applies to the indication of this device <qrb> model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5085491. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent an explant procedure due to high impedances shown on both leads. Postoperatively the patient is doing great. According to facility policy the explanted devices will not be returned.